Event description:
It was reported that the left ventricular lead exhibited failure to capture. Upon review, it was discovered that the lead was dislodged. Programming changes were performed. The patient was in stable condition.